Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the physician inserted the a-line catheter into the pt after receiving good flash. At which time, he met resistance when trying to remove the spring wire guide. As a result, everything was removed from the pt and a radial artery kit was placed successfully. There was no delay in treatment and no pt death or complications reported.